Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, once put in body and wire was put out into left superior pulmonary vein there was tension on the wire and a hard time retracting/advancing. The catheter was removed from body safely. Tissue was seen at the top of the guidewire. The catheter was replaced and procedure was completed without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. Any tissue damage that may have occurred during the procedure is considered a known inherent risk of the catheter as it is outlined as a potential complication in the catheter's instructions for use

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, once put in body and wire was put out into left superior pulmonary vein there was tension on the wire and a hard time retracting/advancing. The catheter was removed from body safely. Tissue was seen at the top of the guidewire. The catheter was replaced and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.